Event description:
A consumer's wife reported that following bilateral intraocular lens (iol) implant surgery, the iols "never worked as presented". The consumer's wife reported "my husband is lying face down for the fifth time hoping the retinas stay connected in eyes." The iol was explanted. The reporter did not provide the name of the surgeon; therefore, follow up could not be conducted. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The reporter did not provide the name of the surgeon; therefore, follow up could not be conducted. Additional information was requested from the consumer on 10/05/2009 and 10/13/2009 by phone and email. This report was mailed to FDA on: 11/03/2009.